Manufacturer narrative:
The insulin pump had a blank display and a constant tone due to moisture damage to the electronics. Moisture damage was also found on the motor. The functional testing could not be completed due to the blank display. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly, watchdog timeout alarm, moisture damage, rewind anomaly and audio/beep anomaly. Customer stated that insulin somehow has leaked out of the reservoir and gone inside the insulin pump. Customer rebooted the device which resulted in a watchdog timeout alarm and keypad anomaly. Customer advised when they tried to rewind the device the opposite occurred and the piston moved outward instead of rewinding. Troubleshooting for keypad anomaly was performed and customer stated that the keys are unresponsive. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.